Event description:
The "gas leak" alarm sounded from the pump and blood was noted in the tubing. The pt was taken to the o.r. Because balloon removal was difficult and required cut down. There were clots in the balloon when the iab was removed. No second iab was inserted. There were no apparent adverse effects from the event. (On 8/28/97, datascope also received the mandatory medwatch form from the distributor; uf/dist report number: 2026191-1997-0036). (Event complications: the iab was surgically removed - reported 8/28/97.) (Pt's current status: stable - rpt'd 8/28/97.)

Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. The physical evidence and rpt'd problem are consistant with that of an iab which became entrapped and needed to be surgically removed from the pt. The smooth-edged membrane penetration(s) most likely resulted during balloon removal from the pt when the iab came in contact with a sharp-edged instrument. Although the pt consequences of balloon penetration remain overwhelmingly benign, generally necessitating only the removal of the balloon and its possible replacement, the medical community is becoming increasingly aware of the "entrapped balloon" phenomenon. Since it is possible for a small leak to be self limiting, the blood within the balloon may dehydrate under the continued action of helium to form a hard clot during intra-aortic balloon pumping, before enough blood enters to become visible in the catheter. This clot may cause the balloon to become too large for percuntaneous removal or to become "entrapped" in the artery. Balloon entrapment necessitating surgical removal has been rpt'd in literature and has been experienced by users of intra-aortic balloons. Co therefore urge the user, as co has in the instructions, to discontinue pumping and consider the removal of the balloon from the pt at once if a balloon leak is suspected. If for any reason, undue resistance is met during removal of the balloon, the user is advised to call for a vascular consultation, as was done in this case.